Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our field service engineer and the reported failure was reproduced. The two pressure transducer printed circuit boards (pcbs) were replaced. After replacement, the ventilator passed all functional checks and was cleared for clinical use. Evaluations of the device logs could confirm the reported internal leakage test failure. No technical error code have been generated at the time of the event. Since the replaced parts were not returned for investigation, the root cause for the defective pcbs could not be determined.

Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).